Event description:
It was reported that the device started moving suddenly. The event timing was when the device was in the box and no one had touched it. There was no harm or delay reported.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing confirmed the suction was not working and the motor made a high-pitched noise. Visual inspection of the interior of the handpiece found the motor mounts were melted and warped, dropping the motor out of position and preventing the pinion gear form making contact with the face gear. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.